Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubies was not ejecting when the drawers open to issue medication. A customer support specialist confirmed with customer was able to put the ejected cubies back in the drawer and no extra cubies are ejecting. The system functioned as intended after customer support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be medbank twr mn 12hh-1fh.

Event description:
It was reported by the customer that a pyxis medbank system several cubies was ejecting when the drawers open to issue medication. Customer stated that they were unable to issue any items. The customer reported that the pharmacy supplied the medication. There were no adverse events or injuries reported based on this event.